Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs with a u-02 fault recorded. During testing, the erbe displayed repetitive u-02 errors at startup and remained stuck on the intuitive splash screen, preventing access to the logs. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced a u-02 error on the erbe unit. The tse instructed the user to power cycle the integrated electrosurgical unit (iesu), but the error persisted. The tse suggested swapping towers if possible. The customer called back to report that they decided to switch to another system for the day's cases. There was no report of patient involvement or patient injury.